Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd 3ml syringe, luer-lok¿ tip with bd precisionglide¿ needle had a crack on the syringe's body.

Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot #. 3 photo was returned for investigation and observed cracked line on the syringe barrel. 1 actual sample with packaging was returned for investigation and subjected to visual inspection. Observed cracked line on barrel. Probable cause for this non-conformance happened at the assembly machine when there is product jammed at the needle assembly dial and hence resulted the subsequence syringe to rub against the tooling and jammed product which caused syringe barrel bow and crack line on the barrel body. Installed limit switch at the assembly machine to detect part jammed and trigger the machine to stop. The complaint batch produced before action taken.

Event description:
It was reported that a bd 3ml syringe, luer-lok¿ tip with bd precisionglide¿ needle had a crack on the syringe's body.